Event description:
It was reported that the pt can no longer hear with her device. The device was functional until (B)(6) 2011. Then the pt visited her clinic for a check up. On trying to stimulate the implant, there was no feedback. The external parts were checked and functional. The pt visited the clinic another time, where it was confirmed that she is still inside the criteria for a vibrant soundbridge. During this appointment, another rtf test was carried out, but no signal was recorded from the implant.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.